Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 11/02/2009 due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia, vaginal scarring and other unspecified issues. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent hysteroscopy, dilation and curettage, cystoscopy with hydrodistention without bladder bx, dx laparoscopy with extensive enterolysis and placement of intercede on (B)(6) 2014. It was reported that patient underwent exploratory laparotomy, total abdominal hysterectomy-salpingo-oophorectomy, consultation with general surgeon for assist with enterolysis and removal of appendix, extensive lysis of adhesions on (B)(6) 2014. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.